Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 37 and pump error 63 alarm. Customer's blood glucose was 5.3 mmol/l and dropped to 3.8 mmol/l. Insulin pump failed self-test. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected insulin pump error alarms during testing. Unexpected hardware low levels alarmed during self-test due to moisture damage at connector on keypad traces. Device received with moisture damage on motor assembly noted during visual inspection. Device received with partial white display on top right corner of lcd display due to corrosion on all electronic assemblies. Device received with loose battery cap contact due to damaged battery cap. Device received with partially broken off battery tube threads, scratched casing, minor scratches on lcd window, slightly peeling off display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, missing serial number label, peeling end cap address label and corrosion in battery tube.